Manufacturer narrative:
Conclusion: the valve remains in the patient and will not be returned to medtronic for analysis. The review summary of the returned cine clips and echocardiogram (echo) images found that the valve load was checked and confirmed as a good load. A cine image showed that the was valve deployed to 1/3 and it was trending in a good position. The next cine image showed the valve deployed to 80% and was positioned deep. Another attempt to deploy the valve to 80% was done and the cine image showed it was trending better. The last cine image showed the valve deployed to 100% and the angiogram confirmed a low implant. The echocardiogram (echo) showed a long axis view and confirmed a deep implant with a paravalvular leak (pvl ). The transesophageal echocardiogram (tee) showed a deep implant on the long axis view and the short axis view confirmed moderate paravalvular leak (pvl). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Conduction disturbances and asystole are known potential adverse effects. Factors that may impact the development of conduction dist urbances and asystole, include depth of implant, baseline conduction defects, and anatomical considerations, and in this case, the most likely cause was due to the low positioning of the valve after the valve dislodged. The reviewed images confirmed the valve was implanted deep after deployment and confirmed the valve migrated into the left ventricle. Mild/trace paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre -existing patient conditions, and a conclusive cause could not be determined from the limited information available. No mitigating treatments or procedures were required by physician to address the issue of the trace paravalvular leak (pvl). After the patient became unstable during the night of the valve implant, the paravalvular leak (pvl) increased to severe, indicating valve migration. The transesophageal echocardiogram (tee) reviewed, confirmed moderate paravalvular leak (pvl) and the echocardiogram confirmed the paravalvular leak (pvl) was present. The images showed the valve being snared into the ascending aorta, though use of a snare to reposition the valve after deployment not recommended. At the same time the valve was snared, a second smaller valve was implanted with no further issues reported. Unfortunately, there was no information on the cine reviewed to confirm whether the patient¿s anatomy or calcification played a role in this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. H6 - updated eval method, eval result, eval conclusion and health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with minimal annular calcification, the valve was released at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). It was reported that the valve moved ventricular post deployment to a depth of 6 mm on the ncc and lcc. The patient became asystolic due to complete heart block (chb) with no ventricular intrinsic rhythm and was dependent on pacing. An echocardiogram and angiogram were performed which revealed trace paravalvular leak (pvl). It was reported that the patient became unstable the night of the valve implant procedure. Severe pvl was reported, indicating valve migration. Per the physician, the late migration was due to lack of valve leaflet calcification. A permanent pacemaker was implanted the following day. Two days following the valve implant procedure, the valve was snared into the ascending aorta and a 29 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.